Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported mitral regurgitation, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report worsening mitral regurgitation post procedure. It was reported that an initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 4. One mitraclip ntr was implanted, successfully reducing mr to 1-2. In (B)(6) 2019, the patient returned with increased mr. On (B)(6) 2019 a second procedure was performed. A mitraclip ntr was advanced and leaflet grasping was achieved; however, mr was unable to be reduced even after 10 grasping attempts and damage to the posterior leaflet was noted. The clip was not implanted and the procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure. No additional information was provided.